Event description:
Tech alleged the siderail could not latch. No pt impact.

Manufacturer narrative:
The tech found the siderail is missing the shoulder bolt. The tech replaced the siderail shoulder bolt to resolve the issue.